Event description:
It was reported by the patient that following a storm, once power was restored, the remote monitor began having blinking lights and making clicking sounds. Attempts to reset the monitor did not resolve the issue. The monitor was replaced. No patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a storm the carelink monitor went out when the power went out and the monitor now does not work. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment of [light emitting diodes (led's)] flashing on and off while the monitor made a clicking sound. In addition, preliminary analysis found the device would not interrogate when the button was pushed. An interrogation test was performed, with passing results. Because the condition disappeared during analysis, the reported event could not be confirmed. Therefore, a root cause could not be determined.